Event description:
It was reported that the patient's infection had cleared.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the surgeon intended to explant the generator due to an infection at the generator pocket. Depending on the extent of the infection the surgeon planned to leave the lead implanted. It was noted that since the device's implant another infection was reported for the same patient. This was captured in mfg. Report # 1644487-2017-04150. However, that infection event was at the neck incision and that infection had healed following the removal of a suture in the neck. The physician reported that he believed the infection at the generator pocket was a separate event from the infection in the neck incision. Therefore the infection at the generator pocket is being housed in this report. A review of manufacturing records showed that both the lead and generator were sterilized prior to distribution. The patient later underwent surgery where the generator was explanted. No additional relevant information has been received to date.